Manufacturer narrative:
Based upon the clinical evaluation, the reported type ib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although the following may have been contributing factors: identical cuff and main body diameters; the left common iliac artery diameter of greater than 2.3 cm; hyper-dilation of both the cuff and main body, with diameters between 31 and 33 mm; and multiple patent lumbar arteries. A specific device issue was not identified during the investigation.

Event description:
It was reported that approximately 39 months post implant of a bifurcated device, two limb extensions and a suprarenal aortic extension, the patient had a computed tomography (CT) scan for something unrelated to his aneurysm. The patient had not been compliant with follow-up. The CT indicated the patient had an endoleak on the left side due to disease progression. The physician decided to correct the endoleak by implanting another bifurcated device and two additional limb extensions. The angio performed at the end of the procedure indicated there was no endoleak. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.